Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to sense. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Electrical testing, visual and x-ray examination were normal with no anomalies found.